Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 470 mg/dl with small ketones; cause unknown. Customer administered a correction injection as well as a bolus via the pump to address the bg. Reportedly, due to the elevated bg, the customer went to the emergency room (ER). While in the ER, the customer the customer received an intravenous fluids of saline and insulin, zofran, and nitrates. Customer was released on (B)(6) 2022.